Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, right "patella oa" is reason for revision, pain & instability. Poly x 12mm was pulled and replaced with a 3x17mm, stryker patella was implanted. Components not revised: advance femur size 3 right kftcpc3r lot 038577450, advance tib base size 3 ktssfm31 lot 127503866, advance modular keel spkt0023 lot 018484504, cancellous bone screw 75520040 x2 lot 028547359, cancellous bone screw 75520025 x2 lot 028551177 & 02851176.

Event description:
Allegedly, right "patella oa" is reason for revision, pain & instability. Poly x 12mm was pulled and replaced with a 3x17mm, stryker patella was implanted.